Event description:
It was reported that were over 700 short intervals, which could indicate oversensing, high pacing impedance greater than 1500 ohms, and many non-sustained tachycardia (nst) episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. 6 - patient alerts for rv pacing lead impedance between (B)(6) 2009 and (B)(6) 2011. Daily pace lead impedance log data shows an abrupt increase for v.pace= 616 to 3216 ohms peak between (B)(6) 2011. 50 - ventricular nst (non-sustained tachycardia) <=180 ms average v-cycle on (B)(6) 2011 in the timeframe between 10:19:49 and 15:22:16. Ventricular short interval count v-sic=115.3 counts avg/day, in 6.68 days, between (B)(6) 2011 16:38:17 and (B)(6) 2011 07:51:30. Distal conductor fractured, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.